Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Not returned to manufacturer.

Event description:
It was reported that during temperature management therapy with the icy catheter, the saline bag was observed to be emptied. The catheter was checked and suspected a possible leak in the catheter. The operation of a thermogard was suspended and the catheter was removed. According to the reporter, it was decided to put the patient a comfort care status and withdraw care. No other information was provided.